Event description:
It was reported to philips that the right side of the flexvision screen was distorted. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the dual link dvi transmitter str component. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the right side of the flex vision screen was distorted. Upon troubleshooting action fse reviewed the log files and tried duplicating the issue but could not. Fse already replaced the receivers at the monitor and replaced flex vision pc and 58¿ monitor. The defective part was returned for analysis and cause of the defect was concluded unknown. However, the replacement of the transmitters in the b rack cabinet by the field service engineer has resolved the reported issue. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.